Event description:
During a procedure an attempt was made to use one onyx trucor coronary drug eluting stent when the device failed to cross the lesion. The device was not inspected. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. The lesion intended to be treated was a moderately tortuous, mildly calcified lesion with 85% stenosis located in the mid right coronary artery (rca). Per physician, the patient anatomy did not cause or contribute to the difficulty to position the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Image analysis: images confirm the presence of diffuse lesions in the rca. Successful delivery and deployment of a stent to the mid rca can be observed. Attempted delivery of a stent to the distal rca can be observed, the stent appears to have been retracted undeployed, however neither retraction nor attempts to cross the lesion are captured in the images provided. Successful delivery and deployment of a stent to the distal rca can then be observed. Improved vessel patency can be observed following treatment product analysis: the device was returned for evaluation. The stent was positioned on the balloon between the marker bands in accordance with the positioning specification. However, due to deformation, the stent did not meet the visual acceptance criteria. Deformation was observed on the proximal stent wraps with struts raised. Slight deformation was evident on the distal tip. No other damage was observed on the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.